Event description:
In 2008, the patient reported his blood glucose elevated to 1040 mg/dl and he went into a diabetic coma on eight days earlier. He stated that he was taken by ambulance to the hospital and was given a "breathing tube." He was diagnosed with ketoacidosis. He stated he "passed out for 5 days." He stated the "pump died on me" and gave "no warning, for some reason I wasn't getting insulin." He then stated later in the conversation "maybe it wasn't the pump." He reconnected to the infusion device on two days prior to original date, and his basal rates were increased to 0.1 units of insulin per hour. He stated the infusion device was "kind of working, but it wasn't working." His blood glucose stayed between 200-230 mg/dl. He was released from the hospital on original date. His target blood glucose level is 100 mg/dl. He discontinued use of the infusion device on the next day. He has been on injection therapy since one day later. He stated that this morning his blood glucose measured 238 mg/dl and he injected 8 units of insulin. At 10:00am his blood glucose measured 349 mg/dl and he injected another 8 units of insulin. Troubleshooting did not reveal any issues. He stated his infusion sites are "worn out." He reported experiencing occlusion (04) errors for 2 weeks to 10 days prior to hospitalization. He stated the occlusion did not affect his blood glucose and he was able to clear the errors by changing the infusion site and infusion tubing. Product was replaced and requested to be returned for evaluation.